Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for pacemaker check. Upon interrogation, the atrial lead exhibited noise resulting in multiple episodes of noise reversion and auto mode switch (ams). No device intervention was performed. The patient was in stable condition.